Manufacturer narrative:
Results: bd received photos, the photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed. There was no sample returned. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7124679. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® push button blood collection set leaked blood. No injury or medical intervention reported.